Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A lemo connector pin was repaired. The system was then found to be operating as intended.